Manufacturer narrative:
Investigation: no parts were returned to the manufacturer for physical evaluation. The review of the complaints revealed that the reported failure type represents a known event. A communication error occurred, which ultimately resulted in the reported system error (9040.1). A review of the device history record (DHR) was not performed as the failure can be attributed to the failure mode design. The review of the repair history of the device showed several repair activities. Based on all performed investigations and evaluation, the reported event could be reproduced. The 9040.1 error code is a collective error code for pgm (poisson, gaussian, multiplicative) miscalculation. As this type of pgm error can be caused by different causes, there is currently not a single cause. A 9040.1 error usually leads to the termination of the treatment and the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible. The 9040.1 error is considered in scope of the product improvement. There is no indication on the basis of the reported event and all investigations that the product deficiency is related to falsification or an unauthorized configuration.

Event description:
It was reported that a multifiltrate pro machine had a software failure (alarm code 9040.1 and several other alarms) approximately ten minutes into a patient¿s continuous veno-venous hemofiltration (cvvh) with citrate and the screen went blank. Treatment was stopped as the device could no longer be operated. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully. The machine passed a t1 test and was reported to be fully operational but the issue was not resolved. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had a software failure (alarm code 9040.1 and several other alarms) approximately ten minutes into a patient¿s continuous veno-venous hemofiltration (cvvh) with citrate and the screen went blank. Treatment was stopped as the device could no longer be operated. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully. The machine passed a t1 test and was reported to be fully operational but the issue was not resolved. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.